Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va13qmg, ubd: (B)(6) 2018, UDI#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's programming showed their left stn lead had high impedance. This was considered a not clinically significant event. It was noted this was related to the device/therapy. The event was ongoing. No interventions had occurred. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated this event was already reported. Refer to manufacturer report #3007566237-2018-01861 for details pertaining to the related reportable event.